Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. On unspecified dates, the devices were being used to suction unspecified patient fluids during unspecified ultrasound procedures. After unspecified lengths of time, the customer contact reported that the tubings did not fit tightly onto the canisters. At these ties, it was reported that the seals were not adequate to consistently deliver suction and suction was interrupted. The customer contact reported that the staff stopped the suction and replaced the devices, as necessary. No specific details were provided. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.